Manufacturer narrative:
The device had the cannula assembly undeployed. The data and the pod was deactivated after first prime prior to when the needle mechanism was intended to deploy, so the cannula could not have retracted at this point. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.

Event description:
It was reported by the patient¿s father that the needle mechanism failed to deploy the cannula into the skin. Although the pink slide moved forward, the cannula was not visible when the pod was removed, indicating a needle mechanism failure. Additionally, the patient reported leakage during wear. No impact to the patient¿s blood glucose levels was reported. The pod was worn for less than one hour. As treatment, a new pod was placed successfully.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.